Manufacturer narrative:
Hydraulic sub-assembly.

Event description:
It was reported there was a loss of oil from the motor of the power pro. No patient involvement or adverse consequences have been reported.